Manufacturer narrative:
Device identification, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: he report of driveline fault alarms can be confirmed based on the evaluation of the submitted log file. The log file contained approximately 16 days of data, spanning from (B)(6) 2019 02:30 to (B)(6) 2019 11:29, which captured numerous driveline fault alarms while the device was supported by the patient cable and power module. The pump appeared to be functioning normally throughout the log file at the set speed of 10200 rpms. Pump power, flow, and pi ranged from 6.2-8.5 watts, 4.8-7.8 lpm, and 1.6-5.0, respectively. The patient¿s controller was exchanged, and a 2nd log file from the patient¿s backup controller was submitted to and reviewed by technical services (see attached). The log file only contained 90 minutes of data which showed the device operating as expected at the set speed of 10200 rpms; however, the same wire phase from the 1st log file appeared to be degrading. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2019. Approximately 12¿ of the external portion/distal end of the driveline was returned (figure 1). Tape had been previously applied to the patient driveline, covering a cut in the distal end bend relief and a hole in the silcone sleeve approximately 8¿ from the controller connector. The tape and silicone sleeve were removed, and examination of the shielding and bionate revealed shielding breakdown along a majority of the returned driveline. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the patient continued to the experience driveline fault alarms. Two additional log files, the first dated (B)(6) 2019 (8a161250) and the second dated (B)(6) 2019 (8b13115), were submitted to and reviewed by technical services. Both log files captured the continuing driveline fault alarms. The patient was reported as doing fine and they remain ongoing on vad support. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. These documents also explain all alarms, including a driveline fault alarm, and the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced additional driveline fault alarms after a percutaneous lead repair. Manufacturer technical services reviewed the submitted log file and observed a few driveline fault events with one occurring on (B)(6) 2019 at 00:34 am and the other two occurring on (B)(6) 2019 at 03:15 and 09:53. The patient records revealed the entire external portion of the driveline was replaced so another repair is not possible. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple driveline fault alarms. Manufacturer's technical service representative reviewed the log file which captured driveline fault events on (B)(6) 2019 and on (B)(6) 2019. The patient's controller was exchanged and the log file of the new controller did not show any driveline fault alarms. Even though the driveline fault alarms did not return it was suspected that they will return, given time, because the new controller and the original controller showed the same phase of the driveline. Manufacturer's technical service representative performed an external percutaneous lead replacement on (B)(6) 2019 without any issues. They also noticed total separation of the metal shield about midway on the external portion of the driveline. The patient did not have anymore driveline fault events post repair and was sent home. No further information provided.